Event description:
The customer reported via the sales rep that during a procedure, the product had a dusty residue on it. It is further reported that the theater staff cleaned the implant and found scratches upon the implant. It is further reported that there was no damage to outer / inner packaging. It is further reported that another unit was implanted and there were no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.